Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. Customer¿s blood glucose (bg) level was around 600 mg/dl with high ketones. Reportedly, the customer administered a manual injection to address bg level. The customer continued to use the pump and had an alternate method of insulin therapy available.